Event description:
Baxter (B)(4) received a report that one (1) infusor lv 2 device leaked after filling prior to patient connection. The device was filled with 7700mh of 5-fu. No report of patient involvement, injury, or medical intervention. No additional information.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. Visual examination of the unit did confirm the leak. The root cause of the reported leak condition was due to blue winged cap was completely detached from the white luer. This is a single use device and will not be repaired. No other observation was found on the unit. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.